Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 137.35 mcg/day) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The pump motor stalled on (B)(6) 2017 with a tube set message on (B)(6) 2017. There was no motor stall recovery in the logs. The patient confirmed they had an MRI on (B)(6) 2017 and the pump was never checked after the MRI until today. The pump was re-interrogated today and the event logs showed a motor stall recovery at 1:45 pm with today¿s date. No alarms were heard by the patient, but the hcp thought she heard something while interrogating the pump and described the sound of a critical pump alarm. The hcp confirmed an option to silence the audible alarm via the alarms tab. The pump had last been examined on (B)(6) 2017. The patient was asymptomatic. No further patient complications have been reported as a result of this ev ent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.